Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tubing of the bd pegasus¿ safety closed IV catheter system broke and leaked during the high-pressure injection. The following information was provided by the initial reporter, translated from chinese: "a nurse in the CT room of (B)(6) gave a high-pressure injection to the patient. The nurse inserted pegasus into the patient, placed a 20g indwelling needle, and after confirming that everything was ready, the patient entered the CT room and connected the high-pressure injection device. After confirming that it was correct, he left the CT room and closed the door to prepare for high-pressure injection to the patient. During the injection, the nurse found that there was no data displayed on the computer, and when she opened the door and entered the examination room to check the situation, she found that the extension tube of the indwelling needle had broken. Because it was broken outside the body and no harm was caused, the nurse reported it immediately."

Event description:
It was reported that the extension tubing of the bd pegasus¿ safety closed IV catheter system broke and leaked during the high-pressure injection. The following information was provided by the initial reporter, translated from chinese: "a nurse in the CT room of xxxxx gave a high-pressure injection to the patient. The nurse inserted pegasus into the patient, placed a 20g indwelling needle, and after confirming that everything was ready, the patient entered the CT room and connected the high-pressure injection device. After confirming that it was correct, he left the CT room and closed the door to prepare for high-pressure injection to the patient. During the injection, the nurse found that there was no data displayed on the computer, and when she opened the door and entered the examination room to check the situation, she found that the extension tube of the indwelling needle had broken. Because it was broken outside the body and no harm was caused, the nurse reported it immediately."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jul-2023. H6: investigation summary: a device history review was conducted for lot number 3066380. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate a clear bifurcation on the extension tubing. Visual analysis of the broken edge of the tubing revealed a smooth edge. This characteristic is most commonly associated with contact between the tubing an a sharpened edge. An analysis of the manufacturing line was unable to identify any such surfaces or opportunities to generate the observed damage.